Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system recorded minute ventilation (mv) chop pattern. Technical services was consulted and noted there was a high out of range spike of the right atrial (ra) lead impedance of 2703 ohms, and discussed reprogramming options and possible reasons for the issue. This crt-d system remains in service. Respiratory rate trend(rrt) was turned off. The patient was viewed by the clinic and the ra lead showed no anomalies. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system recorded minute ventilation (mv) chop pattern. Technical services was consulted and noted there was a high out of range spike of the right atrial (ra) lead impedance of 2703 ohms, and discussed reprogramming options and possible reasons for the issue. This crt-d system remains in service. Respiratory rate trend(rrt) was turned off. The patient was viewed by the clinic and the ra lead showed no anomalies. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system recorded minute ventilation (mv) chop pattern. Technical services was consulted and noted there was a high out of range spike of the right atrial (ra) lead impedance of 2703 ohms, and discussed reprogramming options and possible reasons for the issue. This crt-d system remains in service. Respiratory rate trend(rrt) was turned off. The patient was viewed by the clinic and the ra lead showed no anomalies. No adverse patient effects were reported. Additional information has been received and undersensing has been noted. This crt-d system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.